Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was kinked approximately 2.0, 18.0, 52.5, and 113.0 cm from the proximal end; the coil was damaged and intact with the pusher assembly. The introducer sheath was ovalized approximately 34.5 cm from the distal tip. The outer diameter of the coil, distal detachment tip (ddt), and pusher assembly were measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the coil and pusher assembly were damaged. The damage to the coil typically occurs due to improper handling use. If the coil is cycled multiple times during placement, it is likely that the coil filament can become fatigued. The kinks in the pusher assembly likely occurred during packaging the device for return. The outer diameter of the coil, ddt, and pusher assembly were measured and found to be within specification. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic vein using penumbra coil 400 coils (pc400 coils). During the procedure, the physician successfully deployed and detached three pc400 coils into the aneurysm using a px slim delivery microcatheter (px slim). The physician made several attempts to deploy a new pc400 coil into the target vessel, but was unsuccessful due to its size and the pc400 coil was removed from the patient. The physician changed the insertion position of the px slim and attempted to advance the same pc400 coil through it, however, the coil only advanced approximately 10 cm through the px slim and was unable to advance any further. The physician removed the pc400 coil and completed the procedure using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.